Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of incident. The customer's current blood glucose is 170 mg/dl. The customer was treated with insulin and fluids in the hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was active. Customer declined troubleshooting for blank display incident on the insulin pump. The insulin pump will not be returned for analysis.